Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 5 mg/ml at .024 (dose) via an implantable pump for unknown indications for use. It was reported that the patient reported pre-operative loss of therapy and flu-like withdrawal symptoms which started about two weeks ago. It was unknown if any environmental/external/patient factors had led or contributed to the issue. The hcp attempted to aspirate the catheter during pump replacement and was unable to aspirate. The hcp cut the catheter at the collette in the pocket and there was no flow. Therefore, the hcp opened the back and replaced with a new catheter. The issue was resolved and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the pump was replaced due to medical judgement.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-aug-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.